Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that after their (B)(6) 2017 surgery their ins was not working very well. It was noted their device had not been programmed yet since the implant surgery. They had seen their doctor on (B)(6) 2017 and the doctor told them they need to get their device programmed. They also reported that before when they would charge their device they could feel vibrations when they laid back but now they couldn't feel any vibrations when charging. It was also reported that they were having an increase in pain in their legs and feet that was really bad. They stated they can tolerate pain well and explained how they had walked around on a broken sesamoid bone in their foot years ago. They thought the pain was due to their diabetes/diabetic neuropathy that they were diagnosed with 2-2.5 years ago. The doctor told the patient their device should be covering their pain since they had a new lead put in on (B)(6) 2017. The patient also reported they were having pain from the waist down at night because they ran out of morphine their doctor had prescribed to them. The doctor had prescribed two months of morphine but had only called in one of the two months prescribed. No further complications were reported.